Event description:
On april 9, 2008, the lay user/patient contacted lifescan alleging the one touch ultra meter read inaccurately high. The medical affairs specialist contacted the patient to obtain/clarify information. In 2008, between 10 am and noon, the patient tested his blood sugar and obtained a result of around 400 mg/dl. He says that based on this result, the patient injected either 10 or 12 units of a rapid acting insulin from his pump. At this time, he would not inject any rapid acting insulin if his result had been under 200 mg/dl. The patient is on a sliding scale but he says that sometimes his dose may also depend on what he eats. He did not specifically say how many points would prompt what dose to inject and says his scale is not linear. That is, the dose does not go up in direct proportion to his reading above 200 mg/dl. He took the 10 or 12 units based on his scale. He also knows the pump injects a longer acting basal medication. Shortly after he injected the 10 or 12 units of rapid acting insulin he passed out. His wife injected what he believes to be glucagon and when that did not improve his symptoms, she called the paramedics. Upon arrival, they infused the patient with what the patient thinks is sugar and took a blood glucose test after they started the infusion obtaining a result of 177 mg/dl. He does not know how long it took him to improve after the paramedics initiated treatment. When the paramedics left, they advised the patient to see his doctor. The patient ate normally prior to experiencing symptoms. Since the incident, the patient is now on a pump that continuously monitors his blood sugar. The patient calibrates the continuous monitor three times per day with his meter reading. The customer service representative determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was set to the correct unit of measure. The patient has not recently run any quality control tests with his meter because he trusted the results. This complaint is being reported because the patient alleged he obtained a high reading, injected too much insulin based on the reading, and lost consciousness necessitating medical intervention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.